Event description:
It was reported that pump did not hold full insulin amount. Leading customer to stop using device. There was no reported impact to the customer¿s blood glucose level. Customer discontinued pump use, and no additional information was received regarding any further actions taken by customer or technical support.